Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist remoted into the cabinet and had the customer log in to test one item via cycle count. The drawer opened successfully, and when the customer attempted to issue medications, the process completed without issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 drawer was not opening, and the item showed no quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.